Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. No display anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that they were stuck in the rewind/fill tubing process. The customer does see the bolus delivery screen with 0.0 units. The customer was assisted with clearing out any battery out limit and bolus stopped alerts. The customer will return the pump for analysis.